Manufacturer narrative:
Initial reporter last name : unknown. Initial reporter address: unknown. Initial reporter city: unknown. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with one unit of a prismaflex st150 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.